Event description:
Power cord plug containing electronics and transformer failed and burnt a hole in the case of the power plug. Fire department called and responded and patient was evacuated from their room.